Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "underinfusion". Customer statement: "as with previous incidents I would expect there to be no fault found with the pump, however I would be grateful if you could investigate. I am concerned that this remains an on-going issue and would welcome your thoughts on how we resolve it. Patient had 3 braun pumps at bed space. N new bag of hartmanns fluid 1:8 commenced via same braun pump which previously had 1:4 fluid going before this bag. Continued to carry out hourly observations throughout the day and fluid rate was 125 mls per hour. Did not study the contents of the bag throughout the day as appeared to be running at times of obs and pump did not demonstrate any occlusions. Fluid was attached to cvc femoral line which was not clamped and 3 way taps were open. Pump was not stopped at any point during shift and consulted colleagues to see if any other bags had been put up but this had not happened. Pump alarmed after 8 hours to alert us to replenish the bag but the whole bag had not been administered. Rate 125mls per hour showing on pump and remaining amount as if bag had been administered but still reasonably full. Pump stated vtbi near end at the time that it should have finished. Pump service in date on orange label. Pump was from recovery with patient when collected. Stopped fluids. Informed nurse in charge and isolated pump and labelled as faulty for clinical technology. Recommenced relevant fluids via another pump. Reviewed the event log from the pump involved. As stated in the report, the log confirms a vtbi of 1000ml over 8hrs (rate 125ml/h) was programmed and infusion commenced at 09:49. At 17:44 the pump alarmed vtbi near end after 8 hours with no other alarms reported. The event log therefore confirms the reported timings and programmed data but does not explain the reported volume remaining in the bag."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. The history files from 2023-01-06 were investigated. At 05:07 am a space line was inserted. Between 05:08 am and 09:48 am an infusion was started. To the end of that infusion the device has delivered 1000,62 ml (act. Volume infused). No anomalies could be detected during that infusion. At 09:48 am the vtbi was set to 1000 ml and the time to 08:00 hh:mm. The infusion was started at 09:49 am with a rate of 125 ml/h. The infusion was stopped at 17:49 pm correctly by reaching the set vtbi. Up to that time the device has delivered 2000,16 ml (act. Volume infused). The act. Volume infused entry adds up to the act. Volume infused value from the previous infusion. The set values from the costumer passed the act. Volume infused entries inside the history files. No anomalies could be detected inside the history files. A visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were not available. The device was in a bad condition. Several damaged parts (upper- and lower housing part, battery cover, operating unit) at the outside could be detected. These damaged parts identities an external force damage. Furthermore, liquid residues could be detected at the outside. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A loud rattling during the infusion could be detected. Furthermore, no anomalies could be detected. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The mechanical pressure was slightly out of tolerance, but it had no grave effect on the flow accuracy. Furthermore, the device matched the required values and standards. A delivery accuracy measurement according to (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -6,81% ((accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device didn´t matched the required values and standards. (B)(4). During the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Inside the device many liquid residues could be detected. The membrane was ripped. Between the lower housing part and the emc shield / bottom inner frame liquid residues could be detected. The zero craft connector that connects the operating unit with the mainboard was opened on one side. At the pump frame several damages could be detected. The safety clips of the eccentric shaft (pump frame) were broken at both sides. The individual tappets of the eccentric shaft are displaced and have larger gaps between each other. Furthermore, liquid residues between the individual tappets could be found. The gear wheels showed many liquid residues. In addition, the wheel gears could only be rotated with high resistance in some places. The complaint could not be confirmed. The complaint flowrate deviation could be reproduced. The damaged parts are due to an external force damage. The damaged parts on the eccentric shaft produced the complaint flowrate deviation. That was confirmed by r&d. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.